Event description:
User noted discrepant sodium results for an unk number of pt samples when a doctor had called and questioned results that were lower than expected. User provided the following 28 examples. Results are initial/ repeat. All results in mmol/l. Sample 1 127/135, sample 2 129/138, sample 3 127/136, sample 4 129/137, sample 5 129/137, sample 6 129/138, sample 7 129/136, sample 8 131/138, sample 9 117/124, sample 10 127/136, sample 11 124/132, sample 12 128/136, sample 13 126/134, sample 14 120/127, sample 15 127/135, sample 16 129/136, sample 17 126/134, sample 18 127/134, sample 19 128/137, sample 20 128/136, sample 21 128/137, sample 22 127/135, sample 23 126/132, sample 24 131/138, sample 25 131/138, sample 26 131/141, sample 27 130/136, sample 28 117/124. Initial results were reported. User is not aware of any delays or changes in treatment. If additional info is received, appropriate notification will be provided.